Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump black box showed that basal program 1 (14.1 units/24 hours) was active until (B)(6) 2013 and then the program was switched to program 2 (120 units/24 hours). The pump was exercised for 24 hours and confirmed that the basal rate did not change during testing. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were accurately recorded in the pump history. The keypad buttons were tested and confirmed that there were no hyper-sensitive buttons. No delivery related defects were found during testing.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting a low blood glucose of 47 mg/dl requiring assistance from a family member. The reporter stated that the blood glucose was treated with oral carbohydrates and blood glucose levels resolved. The reporter stated that the pump basal segment was different on the day of the low blood glucose. The pump history was reviewed and found that the basal for (B)(6) 2013 was 46.086 units, (B)(6 )2013 was 14.86, (B)(6) 2013 was 14.876. The records confirmed that there was no temporary basal rates or suspends recorded on those dates. Troubleshooting was unable to find a cause for the basal rate difference on (B)(6) 2013. This report is made based on the allegation that the patient experienced hypoglycemia related an allegation of a pump basal issue.